Event description:
A customer reported an issue with their pump screen being frozen and unresponsive to input. Despite the malfunction, there was no adverse impact to the customer¿s blood glucose level. Customer support provided complete pump reset information, but the problem persisted, leading customer technical support to replace the pump. An alternate form of insulin therapy, known as mdi, was used to ensure uninterrupted insulin delivery. Customer understood and acknowledged the procedure for receiving and returning the pump, including storing the problematic pump and sending it back with a pre-paid shipping label. Customer opted for a signature requirement upon delivery of the replacement pump.